Manufacturer narrative:
The explanted inlay was returned to the manufacturer; however, there was no inlay found inside the container which precluded evaluation of the device. (B)(4).

Event description:
The following additional information was provided by the site. At the subject's visit on (B)(6) 2016, central corneal haze continued to improve, but had not completely resolved. Topical steroids were being tapered and the patient was doing well overall. The patient was examined again on (B)(6) 2016 and bcdva was 20/40 and the slit lamp exam showed very stable anterior segment findings compared to the prior visit. There were no significant changes to the appearance of central corneal haze or central corneal scar and no fluorescein staining present. Topical steroids were tapered and discontinued and the patient is scheduled to return in 2 months for follow-up. Overall the patient has no significant visual complaint and has not noticed any visual changes since the previous visit.

Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and it was determined that the device met all release criteria and there were no discrepancies or unusual findings that related to the reported issue. Corneal melting, corneal haze, and inlay removal are listed in the device labeling as known complications of corneal inlay surgery. Complaint reference number: (B)(4). Date emdr submitted: 10/14/2016.

Event description:
The subject was enrolled in the clinical trial for (B)(6) and underwent surgery on (B)(6) 2012 with implantation of the investigational corneal inlay. Preoperatively, the patient's bcdva (best corrected distance visual acuity) and ucdva (uncorrected distance visual acuity) in the operative eye were 20/20. On (B)(6) 2016, the study site reported that the subject experienced foreign body sensation at 51 months post-implant. The subject returned to the clinic for evaluation and presented with a corneal melt. At onset, the subject was prescribed vigamox qid and durezol bid in the affected eye. Durezol was discontinued after one week and vigamox was reduced to bid. Two weeks from onset the subject's ucdva was 20/40+1 (no improvement with pinhole) and evidence of small sub-epithelial central staining with haze. Ucdva was around 20/50 at all 5 follow-up visits. Vigamox dosage was further reduced to qd, pred forte at prescribed q2h and a bandage contact lens was placed for comfort. At 3 weeks from onset the epithelium healed with no signs on fluorescein staining, but central corneal haze persisted. Ucdva was 20/40-2, ucnva was 20/20. Distance vision did not improve with pinhole or manifest refraction and the inlay was subsequently explanted on (B)(6) 2016. Additional information is being requested.